Event description:
It was reported that the patient experienced atrial fibrillation (af) with rapid ventricular response (rvr) and the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks. Therapy was exhausted. Technical services (ts) discussed reprogramming options. The device remains in service. No additional adverse patient effects were reported.